Event description:
It was reported that patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced and the new ipg was positioned slightly higher in the existing pocket to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.